Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is using fiasp insulin. Tandem clinical support informed customer that fiasp is off label per the user guide. The customer went to the emergency room with a blood glucose level of 418 mg/dl. Customer attempted to address the elevated (bg with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released on 3/7/24 with no permanent damage. Tandem technical support walked caller through a pump system check and confirmed pump is functioning as intended.

Manufacturer narrative:
Only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and u-100 novolog have been tested and found to be compatible for use in the pump. Use of insulin with greater or lesser concentration can result in an over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.